Manufacturer narrative:
The event/therapy occurred on an unspecified date in 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap appeared to have less iodine than usual. This event was observed during use. The reporter stated there appeared to be less iodine in the sponge than they were used to seeing. The reporter stated that the sponge is definitely discolored and moist, and if squeezed iodine does come out. The packaging was not damaged or opened before use, and the minicap was stored at room temperature. There was no report of patient injury or medical intervention associated with this event. No additional information is available.